Manufacturer narrative:
This complaint is still under investigation.

Event description:
Revision (of hip head and inlay) because of luxation of the inlay.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Operative correspondence indicates the anatomy of the patient required a pronounced offset. It was indicated in provided operative reports that the patient was implanted with a depuy pinnacle acetabular system and femoral stem in conjunction with a competitors femoral head. This use of depuy devices is not recommended and is considered off label use. Review of provided operative notes finds no product problem has been identified. No further conclusions can be drawn with the information provided. Based on the performed investigation and the root cause finding of off label use, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.